Manufacturer narrative:
The device was not returned to edwards lifesciences, and a lot number was provided by the facility, therefore, the complaint for withdrawal difficulty of the delivery system and valve through the esheath was also unable to be confirmed. The instructions for use (IFU)/training manuals were reviewed for guidance and instructions involving the commander delivery system usage, and no IFU/ training deficiencies were identified. Due to the lot number not being available, the most recent procedures prior to the complaint occurrence are used for review. The inspections and tests are representative of the processes that the delivery system would have undergone during manufacturing. All units must pass pv testing as a requirement for lot release. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for withdrawal difficulty of the valve and delivery system through the esheath was unable to be confirmed. Due to unavailability of imagery and device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of the manufacturing mitigations does not indicate that a manufacturing nonconformance could have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ¿the plan was to pull the crimped valve into the sheath if it didn't meet resistance and remove the valve and sheath as a unit. At some point, during removal, the valve exited the sheath while in the external iliac and would not re-enter the sheath nor advance into the aorta without resistance¿. Per IFU ¿retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip¿ as such it is possible that the thv was not completely withdrawn inside the sheath leading to the valve existing the sheath and the noted withdrawal difficulties. As such, it is likely that procedural factors (incomplete withdrawal of the valve inside the sheath) contributed to the complaint event. However, without the complaint device and/or applicable imagery, a definite root cause is unable to be determined at this time. The complaint for withdrawal difficulty of the valve and delivery system through the esheath resulting in an iliac artery injury was unable to be confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. Available information suggests that procedural factors (incomplete withdrawal of the valve inside the sheath) may have contributed to the reported event, however a definite root cause is unable to be determined at this time. As no manufacturing non-conformance or labeling/training/IFU deficiencies were identified, no corrective or preventative action is required. Control limits are managed and assessed through an edwards document. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction: b2 and b5 based on additional information received from the facility.

Event description:
During an obituary search, it was discovered that the patient passed away. Upon follow up with the hospital's valve clinic coordinator for the cause of death, it was reported that the patient passed from complications due to the surgical intervention from the tavr procedure.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right tf tavr procedure for a 26mm sapien 3 valve, there was difficulty crossing the native annulus and it was decided to remove the devices. The valve/delivery system were withdrawn into the sheath, however, at some point the crimped valve exited the sheath while in the external iliac and would not re-enter it nor advance into the aorta without resistance. A second valve was implanted on the contralateral side successfully. Post deployment, a cut down was performed to remove the stuck valve from the iliac, and there was an iliac perforation noted. The physician repaired the perforation with a graft. The patient left the room intubated but in stable condition.